Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 7043005.

Event description:
It was reported that the patient had a methicillin-resistant staphylococcus aureus (mrsa) infection at the ipg site. The ipg incision site was inflamed, red, tender to the touch and noted that the wound was not healing properly. The patient went to the emergency room (ER) and was given antibiotics. The physician explanted the patients spinal cord stimulator (scs) system. The patient was still in the hospital as of the moment. The explanted devices will not be returned.